Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; endovascular in situ fenestration technique of aortic arch pathology: a systematic review and meta-analysis li et al, ann vasc surg 2021; 76: 472¿480 https://doi.org/10.1016/j.avsg.2020.12.021. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant stent grafts were implanted in conjunction with non mdt stent grafts during the endovascular treatment of thoracic aneurysms, thoracic dissections, intramural hematomas and penetrating ulcers using an in situ fenestration (isf) technique on unknown dates. The following adverse events were reported: stent graft became stuck. The cause of the event is undetermined.